Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. The peritonitis was manifested by cloudy bag and abdominal pain. Therapy was ongoing. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (1g weekly) and ciprofloxacin (500mg daily). The patient was recovering from the peritonitis and was retrained on aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.